Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a loose tubing clamp. The following information was provided by the initial reporter: oncology: 32 patients with bed, female, aged 60, blood coagulation function is normal, limbs activity freely, on (B)(6) 24 gy in the right forearm vein indwelling needle, in the day too after intravenous fluids, tube bed nurse gave needle for impulse type positive pressure seal tube and sealing pipe completed clip clip first, and then pull out the scalp needle and syringe, within the IV catheter after about 30 minutes and extension tube front-end saw a monthly bleeding. According to the preliminary analysis, the reasons for blood return are as follows: 1. The small clip is not tight enough to clamp the extension tube, leading to blood return; 2. 2. The nurse's method of sealing the tube did not achieve real positive pressure, leading to blood return.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-04. H6: investigation summary: a device history review was conducted for lot number 9323923. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to our facility for testing and evaluation. Functional testing was performed on the returned sample, the results of these show that the tested unit performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a loose tubing clamp. The following information was provided by the initial reporter: oncology: 32 patients with bed, female, (B)(6), blood coagulation function is normal, limbs activity freely, on november 9, 24 gy in the right forearm vein indwelling needle, in the day too after intravenous fluids, tube bed nurse gave needle for impulse type positive pressure seal tube and sealing pipe completed clip clip first, and then pull out the scalp needle and syringe, within the IV catheter after about 30 minutes and extension tube front-end saw a monthly bleeding. According to the preliminary analysis, the reasons for blood return are as follows: 1. The small clip is not tight enough to clamp the extension tube, leading to blood return; 2. 2. The nurse's method of sealing the tube did not achieve real positive pressure, leading to blood return.